Event description:
It was reported intermittent minimum fill notifications occurred with multiple cartridges during the load sequence. The customer re-loaded the cartridge to resolve the issues. There was no adverse impact to the customer's blood glucose level.